Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #2: the device was returned to animas and evaluated by product analysis on 07/30/2015 with the following results: evidence of moisture contamination behind display lens. Due to moisture contamination pump powers with a blank screen and no vibration upon battery insertion. Leak test shows leak at display lens. Removed pump case. Evidence of moisture contamination throughout inside of pump.

Manufacturer narrative:
Correction submitted 06/23 /2015 as follow-up #1: upon review of the contact made on 06/05/2015, it was noted that there was no physical damage to the pump casing or display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).